Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702). The first sample initially resulted as 5.99 mg/dl and this value was reported outside of the laboratory to the physician. The sample was repeated, resulting as 8.49 mg/dl. The second sample, from a (B)(6) female patient born on (B)(6) 1974, initially resulted as 5.66 mg/dl. The initial value was reported outside of the laboratory to the physician. The sample was repeated, resulting as 9.29 mg/dl. The patients were not adversely affected. The ca reagent lot number was 16561901, with an expiration date of 10/31/2017. Investigations have determined that the difference in results is clearly related to the different amount of sample pipetted into the cuvette. This issue could be likely caused by gel or fibrin from the sample sticking to the tip of the sample probe. The partially clogged sample probe prevents correct aspiration/ejection of the sample. The issue is most likely related to pre-analytic sample handling. Abnormal sample aspiration errors were observed during the time of the event, but these occurred with other analyzer modules. No hardware failure was detected that would have caused the low results. No reagent issue could be found. Controls were within specification.